Manufacturer narrative:
The field for section was not populated due to a technical limitation. Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the user attempted to alter the configuration of the amplatz extra-stiff support heparin coated wire guide tip, he noticed that it was frayed and damaged. The procedure was performed with another wire, and there were no injuries or additional procedures reported.